Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted as the lead was attempted to be placed three times and did not have a good left bundle capture. A new lead with the same model was implanted. No adverse patient effects were reported.